Manufacturer narrative:
The total protein reagent lot number is 90852801 with an expiration date of 30-nov-2026. The glucose reagent lot number is 91927701 with an expiration date of 28-feb-2027. The field service representative found that the rinse nozzle was clogged. He flushed the rinse nozzle and the associated tubes. He set the cuvette rinse levels and the air pump pressure. He performed tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable total protein gen.2 results for 1 patient sample and questionable glucose hk gen.3 results for 1 patient sample on a cobas 8000 cobas c 701 module. Patient 1: the initial total protein result was 0.13 g/dl, and the repeated result was 6.37 g/dl. Patient 2: the initial glucose result was 13.4 mg/dl, and the repeated result was 117.4 mg/dl. The repeated results were believed to be correct.